Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reason for the cuff leak requiring trach change was a clinical requirement and not due to product complaint.